Manufacturer narrative:
Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of two unspecified bard/davol ventralex on (B)(6) 2005 and (B)(6) 2016. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is alleged that the patient sustained injuries on (B)(6) 2016. It is also alleged that the patient experienced emotional distress and the device was defective.